Manufacturer narrative:
Film evaluation summary: the exact cause of the reported left limb migration could not be confirmed from the films provided. The anatomy at implant was not reported, and earlier post-implant films were not available for review and comparison. CT¿s from 6 years post-implant revealed that the proximal neck was severely angulated; measuring ~80° a-p maximum relative to the distal aorta. The contra/left limb was seen extended distally into the left common iliac artery. The distal end of the left limb measured ~14mm in diameter and there appeared to be lack of vessel contact within the distal lcia which was aneurysmal measuring 19mm at that same level. Contrast was seen outside the distal contra limb but the contrast did not appear to flow into the aaa. Since the implanted position of the contra limb into the left common iliac artery is unknown, the amount of possible migration could not be determined. It is possible that the currently seen aneurysmal lcia with contrast outside the stent graft, could be indicative of possible migration caused by disease progression; vessel dilatation. It is also possible that the current severe stent graft angulation due to possible aneurysmal morphology changes may have also contributed to the reported migration. Films after implanting an additional stent graft to extend the limb were not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. The diameter of the left iliac artery was 10mm. Iliac tortuosity was noted as mild. It was reported that follow up CT imaging discovered that the left limb had migrated proximally. A type ii endoleak was also noted from the lumbar. The cause of the event was related to the device. An additional stent graft was placed to extend the limb and the event resolved. No additional clinical sequelae were reported and the patient is fine.